Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) recently underwent a magnetic resonance imaging (MRI) without the s-ICD being programmed to MRI protection mode beforehand. Now, the field is unable to interrogate the s-ICD with either a programmer or magnet. A 60/60 telemetry reset was unsuccessful. The patient was referred back to the clinic who took their MRI and was hospitalized to have their s-ICD replaced soon. For now, the s-ICD remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) recently underwent a magnetic resonance imaging (MRI) without the s-ICD being programmed to MRI protection mode beforehand. Now, the field is unable to interrogate the s-ICD with either a programmer or magnet. A 60/60 telemetry reset was unsuccessful. The patient was referred back to the clinic who took their MRI and was hospitalized to have their s-ICD replaced soon. For now, the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) recently underwent a magnetic resonance imaging (MRI) without the s-ICD being programmed to MRI protection mode beforehand. Now, the field is unable to interrogate the s-ICD with either a programmer or magnet. A 60/60 telemetry reset was unsuccessful. The patient was referred back to the clinic who took their MRI and was hospitalized to have their s-ICD replaced soon. For now, the s-ICD remains in service. No adverse patient effects were reported. Additional information indicated this complaint is a duplicate to 18136011, all further information regarding this event will be communicated in the reports associated with complaint (B)(4).